Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:no damage was observed to the pump keypad cover; however, the keypad symbols were worn and illegible. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all button contacts. The down arrow button was also observed to be stuck in an inverted position. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. The pump case was removed, and the dim display was replaced with a test display. The test display functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was hyper-responsive. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.